Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was in the 500 mg/dl range. The customer treated their high blood glucose with insulin pen injections. The customer declined to troubleshoot for the high blood glucose incident. Auto mode was not active since the pump powered down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.